Event description:
It was reported by the rep that when (3) atw45 devices were used during a laparoscopic assisted vaginal hysterectomy, the staples malformed on the fourth firing of the device. On the fifth firing, the atw45 stapled, but did not cut. The surgeon used a disposable scissor to separate the tissue. A second stapler was used to complete the case. There was no consequence to the pt.